Event description:
It was reported that "pt went to surgery for insertion of right axilla femoral a-v graft. Developed hematoma right groin during pacu phase - returned to surgery - found implanted graft had split above the anastomosis site. Remaining graft at the femora site ranged from a few mm to approx. 13 mm. Decision made to oversaw graft (and bring back to or later) with 5-0 prolene. Graft split again. Returned to or the following day for replacement of graft. Ebl: greater than 3000cc".

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The results of the investigation are inconclusive as no sample was returned. The root cause is unknown. The current dynaflo information for use (IFU) states: adverse reactions. Potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture-hole bleeding; graft redundancy; thrombosis; embolic events; occlusion or stenosis; ultrafiltration; seroma formation; swelling of the implanted limb; formation of hematomas or pseudoaneurysm; infection; shin erosion/ aneurysm/dilation; blood leakage; and hemorrhage.